Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for the right atrial (ra) lead due to high pacing impedance measurements of greater than 2000 ohms. The lss changed the polarity of the lead from bipolar to unipolar. Boston scientific technical services (ts) was consulted and reviewed stored data within the pacemaker. Ts found an episode from the previous day of noise where the pacemaker was sensing the minute ventilation signal. Ts discussed reasons for the oversensing of the minute ventilation signal and suggested programming this feature off. A lead fracture was suspected. Further information was sent to ts for review. Ts noted that there was a significant increase in atrial tachy response (atr) episodes within the last two weeks. Ts further noted that the three atr episodes available during the device check all showed noise that appeared characteristic of myopotential oversensing. This was determined to likely be due to the unipolar sensing vector as no similar noise was observed prior to the lss occurring. Ts suggested further evaluation of the atrial lead. The patient was brought into the office where high out of range ra impedance measurements of greater than 3000 ohms were observed. Loss of capture (loc) at maximum outputs were also noted when programmed to bipolar configuration. Impedance measurements in unipolar were 400 ohms and capture threshold was normal in this configuration. The noise was reproducible with isometrics in both bipolar and unipolar. The field representative was unable to program around the oversensing with sensitivity. A revision procedure was scheduled, however at this time the ra lead and pacemaker remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed due to continued oversensing of noise leading to pacing inhibition on the ra channel. The noise was determined to be due to a break in the insulation on the ra lead which was confirmed via fluoroscopy and visual inspection upon pocket opening.